Event description:
During the therapeutic removal of the enteral feeding device, patient age and gender is unknown, the inner bumper became detached and feel backward into the stomach. With the aid of a soope the detached piece was retrieved and the procedure was successfully completed using another device. There were no reported complications as a result of this event.